Event description:
Major pump unit(s) involved: drive unit failure. Specific component(s) involved: other component malfunction, specify.

Event description:
Major pump unit(s) involved: drive unit failure;break in driveline wire causing shortage in pbu.intervention(s): change out pbu power cord.type: lvad.